Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not specify if this was the initial use of the device. The catalog number and lot number were not provided. The actual date of event was not provided and is an estimate. The date of implant and explant was not provided. A follow-up report will be submitted when the eval has been completed.

Event description:
A nurse reported the catheter material split just below the inserted barb on the connector. The connector was not broken. The catheter was repaired and a new connector installed. No add'l harm or injury was reported.